Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed failed battery test after low battery alert. Customer stated that the battery did not last more than 1 week. Customer had low battery alerts on (B)(6). He does not wear the sensor. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised clean the battery cap and insert a new battery. The battery cap will be replaced. Customer was instructed to call back if alarm recurs. Blood glucose value is unknown. Nothing further reported.